Manufacturer narrative:
Pending completion of device analysis and review of device history record. Internal complaint number: complaint-(B)(4).

Event description:
Agent contacted technical solutions to report a pump explant due to underinfusion volume discrepancies. Agent reported that at the patient's first refill appointment, an underinfusion volume discrepancy was observed. A volume of 4ml was expected and 19.3ml was actually aspirated. A cap study was performed, and the physician was unable to aspirate anything from it. A catheter replacement was then performed, which was captured in MFR 3010079947-2022-00066. During this catheter replacement, the pump and catheter were showed to be functional as the medication was passed through the system. Months later, the patient was brought back in for a refill. At this refill appointment, an underinfusion volume discrepancy was observed. A volume of 4ml was expected and 19.3ml was actually aspirated. Another cap study was performed with the same inability to aspirate anything out. The agent reported that the patient had no falls or mris since their implant. The physician decided to explant the pump and replace it with a neurostimulator. During the explant surgery, the physician confirmed there was csf flow from the catheter at the anchor site in the patient's back. The physician had cut the catheter just below the anchor site and received good csf flow. The physician tied the remaining catheter to the ligament and left the distal part of the catheter in the patient's csf space.

Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Visual inspection of the pump did not find any anomaly with the pump's exterior. Operation of the pump reservoir function was checked by filling the reservoir with 20 ml of sterile water for injection (swi) and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was refilled and the cap was flushed with 5 ml of swi. A demand bolus of (B)(4) mg with a 1.00 mg/ml concentration over 16 minutes was programmed with a programmer. The pump was unable to prime at ambient temperature, or at 37°c. The pump was programmed with a (B)(4) mg daily dose multi-rate flow test over a 24-hour time period at 37°c for 1 day. The dispensed volume was (B)(4) of the expected volume. This does not meet the design specification. This behavior is indicative of a pump that may fall under the scope of CAPA 00065. Continued analysis will be required to determine the root cause of the issue. Internal complaint number: (B)(4).